Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate, and no magnet response were not confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por), consistent with transient signals affecting the hybrid. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced despite extensive efforts.

Event description:
It was reported that the patient had bradycardia; the device could not be interrogated and did not respond to a magnet. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.